Manufacturer narrative:
The reported issue was addressed with phone support. The surgeon resolved the issue. Isi has requested the site return the affected instruments; however, it is unknown at this time if they will do so. No site visit was conducted. The system was working properly and no additional action was required. System log review was performed. Per the review, the following was confirmed: a low anterior resection was performed on system (B)(4) on (B)(6) 2022. The following instruments were used during this procedure: monopolar curved scissors (pn 470179-19/lot # k10220509-0672) with 5 uses remaining. Tip-up fenestrated grasper (pn 470347-11/lot # n10181016-0235) with 8 uses remaining. Stapler 30 (pn 470430-08/lot # t10190703-0022) with 40 uses remaining. Cadiere forceps (pn 471049-08/lot # n13210726-0327) with 16 uses remaining. Vessel sealer extend (pn 480422-01/lot # m90211128-0131) with no uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 316- unexpected node connected to the core. Check for simulator or core looped back to itself. Error 23- wheel hardware fault: msc reported a hardware fault in the wheel communication. Pointing to rear core fiber port. Error 40- gbit hardware fault: the msc node of icc reported a gbit communication error on gbit instance 0 and 1. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. Additionally, there was a delay of thirty minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a non-recoverable error. The instruments were stuck on tissue and it took 30 minutes to fix the problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 30-sep-2022 and obtained the following additional information: the instrument was attached to tissue when the fault occurred. There was no harm to the patient. The surgeon was able to resolve the issue. The operation was prolonged by 30 minutes due to the issue.